Manufacturer narrative:
Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. No further information was provided.

Manufacturer narrative:
Dfm100 display assy 1.1 is returned for failure analysis. The problem "no display" was verified in lab testing. The dfm100 display assy had no video output.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the dfm100 exhibited no display. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.